Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The bacterial peritonitis was manifested by cloudy effluent. The break in aseptic technique was further described as patient made a mistake/ touch contamination. It was reported that the patient was seen in the emergency department of the hospital, but was not hospitalized for the peritonitis event. On the day of onset, the patient began treatment with vancomycin 2gm, 2 times intraperitoneally for the peritonitis event. Vancomycin therapy completed 6 days after the peritonitis diagnosis. On unreported date, the patient was treated with clindamycin 1gm intraperitoneally for 5 days (frequency not reported) and gentamycin intraperitoneally for 14 days (dosage and frequency not reported) for the peritonitis event. Gentamycin therapy completed 20 days after the diagnosis of peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. It was reported that the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The device was not returned; therefore, a device analysis could not be completed. A formal review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.